Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. In june, the estimated battery longevity was at 30 percent. The plan is to replace the device. Subsequently, this device was explanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. In june, the estimated battery longevity was at 30 percent. The plan is to replace the device. Subsequently, this device was explanted, and no additional adverse patient effects were reported. The device will not return for analysis as it was discarded.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. In june, the estimated battery longevity was at 30 percent. The plan is to replace the device. No adverse patient effects were reported. This device remains in-service.